Manufacturer narrative:
Device not returned.

Event description:
It was reported that the usb cable became damaged, and could no longer be used to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to customer's blood glucose level.